Manufacturer narrative:
Unit received with a blank display anomaly due to corroded electronic assembly. The motor and battery tube assemblies found corroded. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched lcd window and case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that customer went swimming with insulin pump. Customer's blood glucose was unknown. Insulin pump would be replaced.